Event description:
It was reported that a saline leak occurred. A rotalink plus was selected to treat the lesion. After a few ablations were performed, the physician removed the burr from the patient. While removing the device, the physician noted a small pinhole leak roughly 8mm from the hub. There were no patient complications reported and the patient's status was okay.

Manufacturer narrative:
Age at time of event: over 50 years. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).